Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a rapid decline from approximately 140 mg/dl to below 40 mg/dl despite ingesting four glucose tablets, and asked about features such as pump suspension, exercise mode, and active insulin display. Symptoms included hypoglycemia with alarms. Outcomes included self-treatment with oral glucose and juice. Investigation included customer outreach and troubleshooting education by support personnel, with escalation to clinical support for follow-up. Investigation of this case revealed that the cause of hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.